Event description:
The procedure was coil embolization of internal lilac artery (characteristics of the vessel/aneurysm was unknown). During the procedure there was severe resistance when advancing the orbit galaxy tight distal loop complex fill coil 9 x 25 ((B)(4)) in a prowler lpes (mc) microcatheter (details unknown). It is unknown where exactly he met resistance. Therefore, it was decided to remove the galaxy and replaced it for a new one (same size/details unknown). Once the coil was out of the body, it was noted that the coil appeared to be kinked. It is unknown where exactly it kinked. The same microcatheter was used. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The mc was not re-shaped prior to use. Other than the reported event, no other damages were noticed with any other section of the device coil (stretched, unraveled, detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The procedure was coil embolization of internal lilac artery (characteristics of the vessel/aneurysm are unknown). During the procedure, there was severe resistance when advancing the orbit galaxy tight distal loop complex fill coil 9 x 25 (640cf0925/15517069) in a prowler lpes (mc) microcatheter (details unknown). It is unknown where exactly in the mc the resistance was met. Therefore, it was decided to remove the galaxy and replaced it for a new one (same size/details unknown). Once the coil was out of the body, it was noted that the coil appeared to be kinked. It is unknown where exactly it kinked. The same mc was used to complete the procedure. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The mc was not re-shaped prior to use. Other than the reported event, no other damages were noticed with any other section of the device coil (stretched, unraveled, detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 9 x 25 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received separated from the device and it was found unzipped without damaged with residues of dry blood on it. The support coil was found damaged; it was kinked. The gripper was found damaged (elongated/broken) and the coil was not received. The gripper was inspected under microscope and it was found elongated/broken. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be evaluated due to the device being received out of the introducer and the kinked condition of the delivery system; however, the delivery wire od was within specification. The reported kinking of the coil could not be evaluated since the coil not received. It is possible that procedural factors may have contributed to the resistance friction resulting in the reported coil damage. The root cause of the kinks and bends and stretched and broken condition of the gripper cannot be conclusively determined; however, they appear to be related to application of excessive force. Based on the report that the coil was kinked with no other damages, it can be concluded that the stretching and separation of the gripper and absence of the coil occurred secondary to post procedural handling. Based on the reported information and the analysis, there is no relationship to the manufacturing process. Neither the analysis nor the DHR suggest that the reported event or conditions of the returned device are related to the manufacturing process. Additionally inspections are in place as to prevent these types of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.